Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four events were reported for this quarter. (B)(4) devices were received. One event was duplicated during testing. The reported event was not duplicated during testing for 2 devices; however, the devices were outside specifications. (B)(4) devices were found to be affected by corrosion. One device was found to be affected by a shattered bearing. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device overheated. Two events had patient involvement with no patient impact. Two reported events had no patient involvement or patient impact.